Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to coagulase-negative staphylococci (cons) infection.